Manufacturer narrative:
The investigational analysis completed on 1/11/2019. The device was inspected and the pebax was found broken leaving internal parts exposed. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized. No errors were observed. Electrical testing was performed and the catheter failed. No electrical readings were observed on electrode # 1 and the thermocouple was found out of specification. For this reason, force test was unable to performed. However, no force errors were observed during the carto test. Failure investigation revealed that the electrical wires were broken in the pebax area. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was not confirmed. The root cause of the wires broken and the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a thermocool® smart touch¿ electrophysiology catheter and a force sensor error 106 issue occurred. The cables were replaced with no resolution. Catheter replacement resolved the issue. No adverse patient consequences were reported. The observed force sensor error is not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because the bwi product analysis lab (pal) received the device for evaluation on 12/18/2018 and found the pebax broken. The broken pebax has been assessed as reportable as internal parts were exposed. The awareness date has been reset to 12/18/2018.